Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of threshold suspend from the sensor. The customer's blood glucose reading was 166 mg/dl while the sensor was 57 mg/dl. The customer stated that he had multiple issues with the sensor. The customer stated that the alert occurred during initialization. The customer was advised of the timing of calibrations leading to the alert and calibration protocol. The customer was advised to remove and change out the sensor. The customer will be sent a replacement sensor.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings.